Manufacturer narrative:
An event of an exposed thread was reported. A returned device assessment could not be performed as the device was not returned for analysis. A cine reveiw was completed and concluded that the thread appears to be from the device and not thrombus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported exposed thread could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was chosen for implant using a 12f amulet delivery sheath delivery system. The procedure was conducted in accordance with the instructions for use (IFU), and device preparation was completed without issues. The implant was successfully achieved on the first attempt. During deployment of the amulet disc, a highly echogenic flickering structure resembling a ¿thread¿ was observed near the disc and at the point where the cable attaches. Activated clotting time (act) was above 300, and it was promptly determined that the structure was not thrombus. Imaging confirmed that the observed structure corresponded to a device thread, consistent with the echocardiographic appearance of the device. The thread was observed attached to the outer middle hub of the disc. The device and thread were not manipulated apart from releasing the cable from the device. After successful and first-time deployment, the device was not moved out of the appendage. Extensive imaging and discussions were conducted to evaluate whether retrieval and replacement of the device would be safer than leaving it in place. The primary concern was that retrieval could cause the thread to detach from the device. The team concluded that the thread posed a very low thrombotic risk and that retrieval carried greater potential complications than leaving the device in situ. It was agreed that leaving the device in place presented no risk to the patient.